Manufacturer narrative:
MFR received date: 06nov2019. Philips field service engineer (fse) replaced the central processing unit printed circuit board assembly (cpu pcba) as a precaution. There were no other abnormalities. Overall checks, cleaning, run testing, and a function test were performed. The software was checked as version 2.30. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/23/2019.

Event description:
The customer reported that an anomaly in the touch panel occurred. There was no patient involvement.

Manufacturer narrative:
G4: 29oct2019; b4: 30oct2019. Philips field service engineer (fse) confirmed that there was misalignment in the operating position in the touchscreen. The fse replaced the touchscreen to address this issue. The reported occurrence of the unit rebooting was confirmed in the device history logs but the issue could not be duplicated. It was determined the central processing unit printed circuit board assembly will need to be replaced to prevent recurrence. Confirmed that there was misalignment in the operating position in the touchscreen submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. Failure investigation of retuned parts determined the following conclusion / root cause: the touchscreen was investigated for the "touchscreen failure" returned for failure. The reported issue cannot be verified. Touchscreen works within specification when installed in test ventilator. No fault found. The central processing unit printed circuit board assembly (cpu pcba) was investigated for "ventilator restart". The reported issue cannot be reproduced. Root cause cannot be determined. In the process of investigating the cpu pcba, the ventilator generated primary alarm failure condition on startup. Root cause determined to be failure of the integrated circuit (ic u35). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR: 25oct2019. Date of report: 28oct2019. The unit was found to have rebooted due to a check vent occurring. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that an anomaly in the touch panel occurred. There was no patient involvement.